Event description:
A biomedical engineer reported a system message displayed and there was no power to the handpiece. Surgical timing and pt involvement are unk at this time. Additional info has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).